Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s)- x-ray review from medical safety officer.pdf" product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot. Manufacturing location: elmira / monument. Manufacturing date: 25-sep-2018. Expiration date: 01-sep-2028. Part number: 04.038.210s, tfna fenestrated screw 170mm -sterile. Lot number: h729768 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21128, tialnbri10.36. Lot number: h65777. Product traveler met all inspection acceptance criteria. Inspection report dated 11-jun-2018 met all inspection acceptance criteria. Certified test report supplied by perryman company dated 21-may-2018 was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4).. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient presented to the hospital with hip pain due to fall post - operatively on (B)(6) 2019. Imaging confirmed a medial migration of the proximal lag screw in trochanteric femoral nailing advanced (tfna) nail through the femoral head and into the pelvic region. The patient had significant alcohol and mental health issues and may have been overdoing it regarding his mobilisation post the insertion of the tfna nail. So, there is a possibility that the screw had started to migrate into the pelvis prior to the fall that brought him to the hospital. The patient was originally implanted with tfna system on (B)(6) 2019. A tfna removal was required followed by a hip replacement in which the revision surgery took place on (B)(6) 2019. The procedure was completed successfully and all implants were explanted. The patient was an in-patient until day 15 and it is unclear as to whether the patient was compliant post discharge. There was no general surgical review that was conducted and that there was no intra-abdominal injuries as per surgeon's impression. Also, there was no abnormality discovered (nad) for blood with the patient's urine and stool. The surgeon believes that this occurred as a result of the screw not being locked off correctly at the primary insertion of the tfna nail. There was also no bone trauma and spicules of bone forced into the pelvis when they opened the patient¿s pelvis to remove the screw. The hole on the inner aspect of the pelvis was about 2.5 cm in diameter with no bone spicules visible. Also, the surgeon checked the nail once it was removed from the femur and found that the ¿grub screw¿ / locking screw was not down at the region of the proximal hole where the lag screw would normally be locked off and therefore believes that it was never locked off sufficiently to begin with. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant device/s reported: locking screw ( part# 04.005.528s, lot# 1l76220, quantity 1). This complaint involves two (2) devices. This report is for one (1) tfna fenestrated screw 110mm - sterile. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.